Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, underwent sacral spinous vault fixation, posterior repair, enterocele repair. Cystocele and bladder neck suspension with graft. Posterior repair with enterocele repair using mesh graft for collagen impregnation by bard in the bilateral sacral ____ (missing word) for periurethral scarring, stress incontinence, large cystocele, enterocele and rectocele. Underwent mesh revision with anterior colporrhaphy and vaginoplasty. Yes. Following mesh revision surgery, patient had undergone a series of revision surgeries as given below: second revision surgery: (B)(6) 2006: underwent revision surgery for mesh clippings by (B)(6). (Per pfs). Third revision surgery: (B)(6) 2007: underwent bladder suspension, cystocele repair by (B)(6), m.d. (Per pfs). Fourth revision surgery: (B)(6) 2007: underwent revision surgery for mesh clippings by (B)(6), m.d. (Per pfs) fifth revision surgery: (B)(6) 2007: underwent explantation of sling device, cystoplasty, transvaginal urethrolysis for pelvic pain, status post sling. Underwent endoscopic retrograde cholangiography without pancreatography, endoscopic sphincterotomy, and endoscopic balloon extraction and fluoroscopy for recurrent cholangitis, suspected distal bile duct stricture at site of sphincterotomy. (Per pfs it was noted that the patient underwent revision on (B)(6) 2011, however we do not find any evidence of revision surgery performed on this date).